Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was located in the distal circumflex and the vessel was tortuous. The bmw guide wire was advanced to the site of treatment, but did not cross. A whisper guide wire was advanced and did successfully cross the lesion and pre-dilatations were performed. Then the xience 3.0 x 12 stent delivery system (sds) was advanced to the lesion and the device was tracked to the proximal segment of the vessel and there was great difficulty in progressing further. The guiding catheter was deep seated for better backup; however, during an attempt to further manipulate the device to cross the lesion, the sds proximal shaft broke. The entire system was able to be removed from the pt without a problem. The procedure was completed with a non abbott stent. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(6). The device is expected to be returned for eval. It has not yet been received.